Manufacturer narrative:
Analysis summary: as reported, atrial lead dislodgement was suspected on (B)(6) 2024 due to the atrial lead impedance increase above 2000 ohms (since (B)(6) 2024) and the impossibility to measure the capture threshold. On (B)(6) 2024, x-ray confirmed the dislodgement since the atrial lead was found in the pocket. Lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an atrial lead impedance increase higher to 2000 ohms was recorded on (B)(6) 2024 and a lead dislodgement was identified by x-ray the same date. The lead was explanted on (B)(6) 2024.

Event description:
Reportedly, an atrial lead impedance increase higher to 2000 ohms was recorded on 19 march 2024 and a lead dislodgement was identified by x-ray the same date. The lead was explanted on (B)(6) 2024.